Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A other healthcare professional reported that the vitrectomy probes could not cut at 10,000 cuts per minute during vitrectomy surgery. The surgery was completed by reducing the cut rate on various doctor settings to 7500 cuts per minute. There was no patient impact.